Event description:
When pt takes off the cap the needles are bent. Yesterday, pt thought needle was left in skin after injection and went to ER but no needle was found. Pt found other needles in box where needle is bent. Pt rec'd 3 boxes, this is happening with 1 of the box toward the end of it. Pt has been using these for yrs.